Event description:
It was reported that the patient experienced asystole. It was noted that the right atrial (ra) lead had dislodged and had ineffective stimulation. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.